Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer¿s blood glucose was 160mg/dl. Customer did not provide information regarding alternate insulin therapy.